Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable.

Event description:
It was reported that during insertion in the ER, the md met with severe resistance attempting to advance the guide wire through the raulerson syringe. As a result, it was removed and a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.